Event description:
Boston scientific was made aware that during a tae procedure performed with the subject device, some resistance was felt. The power injector was connected with the hub of the subject device and angiography was performed after the tae procedure was completed. When the subject device was removed from a 4.2 hanako yasui-2 70cm catheter, it was noticed that the coating had peeled off. The subject device was then flushed with saline and a leak was noticed at the region of the damage. The patient sustained no injuries during this event.